Manufacturer narrative:
A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
Physician scheduled a minerva procedure in a patient suffering from aub. Prior to the ablation procedure, the system identified and indicated presence of a uterine perforation. Physician elected to use a second handpiece. Presence of uterine perforation was identified with the second handpiece as well. Endometrial ablation procedure was appropriately aborted and the uterine perforation was confirmed laparoscopically which was pre-scheduled for a different reason. Physician performed hysterectomy.